Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the device logs for the fenestrated bipolar forceps (part# 471205-17 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps was last used on (B)(6) 2021 via system serial# (B)(4). There were 9 uses remaining after this last usage. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: it was alleged that the instrument had conductor wire damage during a procedure, with no evidence or claim of user mishandling or misuse. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted esophagectomy transthoracic surgical procedure, the fenestrated bipolar forceps (fbf) instrument was noted to have a damaged black cable. The procedure continued as planned. There was no report of patient injury. Intuitive surgical, inc. (Isi) has contacted the site to obtain additional information regarding this event. However, no additional details have been received as of the date of this report.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, h3, h6, and h10. D02: intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. The instrument was found to have damage to the conductor wire¿s insulation at the distal end. The conductor wire was exposed as a result. The instrument passed the electrical continuity test. No signs of thermal damage observed. Missing material, approximately 0.024" x 0.062" in size was not returned. The root cause of this failure is attributed to a component failure.

Event description:
Refer to h10/h11 for follow-up information.